Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0vjds, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The consumer reported that they were experiencing uncomfortable stimulation. The therapy was ¿fine¿ for the first month after implant but then they saw their health care provider (hcp) who told them they could begin exercising again, at which point they exercised and went bowling. Two days later they felt a throbbing, primarily in their right leg and a little in their left leg. The patient also noted that when they put their antenna over the implantable neurostimulator (ins) they felt a shooting pain. It was confirmed that the patient had the stimulation the stimulation turned on and the amplitude programmed to 1.50 volts. They were assisted in turning the amplitude down to 0.90 volts in program 2 and the patient stated the sensation in their leg wasn¿t as uncomfortable and they were not having shooting pain at their ins site. It was noted that the patient generally had stimulation sensation in their pelvic region. The patient¿s indications for use of the stimulation system were gastrointestinal/ pelvic floor <(>&<)> urinary dysfunction/ sacral nerve stimulation.